Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received unit with fluid ingress ail sensor and fluid ingress logic board for unknown / not provided. Lifted keypad recall completed. Based on the findings, service was unable to determine the probable cause of the reported issue. However, this file is reportable based on the findings of fluid ingress to the ail sensor assembly and keypad recall affected. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 04jun2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2939-2020 for keypad. Z-2736-2020 for fluid ingress.

Event description:
It was reported that the device has an unknown issue. No additional information was provided. There was no patient involvement.